Manufacturer narrative:
This is an initial report and the product has not yet been received for evaluation. Should the device be returned, the device evaluation data will be included in a follow-up report.

Event description:
The customer reported that during a patient procedure, using a glidescope avl video baton 3-4, the device produced a flickering image and the end piece that houses the camera/lights was damage. A delay in the procedure of unknown duration occurred as a non-specified back-up device was obtained. No harm to patient or user was reported.

Manufacturer narrative:
This product was received and tested by technical services and the intermittent image failure was confirmed. The baton was connected to a test monitor and the monitor was powered on. The baton produced an intermittent image. The camera cover was damaged; it was chipped and missing plastic around the lens. No repair was available. The baton was replaced and the returned device was scrapped.